Event description:
Reporter alleged the blood glucose monitoring device test strip vial label is rubbed off. Reporter stated the catalog number is not clear however wanted to determine if she could use these strips even though they are expired. Reporter did not provide any further information on the alleged incident. A request was made for the return of the suspect product and replacement product was sent.